Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. Event occured from 25 march 2024 to 09 april 2024. First event was occured on 25 march 2024 and second event was occued on 31 march 2024 and third event occured on 09 april 2024. It was reported that patient faced an issue with three infusion set was fell during use. The infusion set was in use for one to two days.during first event blood glucose level was unkonwn, during second event blood glucose level was 200mg/dl and during third event blood glucose level was 170mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02371 - device 3 of 3.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-02371), was submitted on 28-feb-2025. However, based on the investigation done on 18- jan -2026 and clinical review done on 23-jan -2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.